Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that after implantation the patient experienced vaginal/rectal bleeding, infections, pain and dyspareunia due to mesh erosion. Mesh was removed on (B)(6) 2010, (B)(6) 2011 and on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal itching.

Event description:
It was reported that following insertion the patient experienced vaginal itching.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent cystocele repair with interposition of cadaveric fascia lata graft, pubovaginal sling using rectus fascia, and a removal of for vaginal foreign body on (B)(6) 2014, due to cystocele, recurrent stress urinary incontinence, status post mid urethral sling placement and removal, and chronic pelvic pain. No additional information was provided.